Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling interstim sensation in their left breast, and felt stimulation in their left shoulder blade since a week ago. The change in therapy was noted as sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.